Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Date of explant: (B)(6) 2013. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15640927/15640927, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 14742178/2000003794, model/catalog description: lead extension kit 35cm.

Event description:
A report was received that the patient underwent an explant procedure due to (B)(6) infection. No further information could be obtained.